Event description:
Holes and tears discovered in the vented bag and through the back table cover. Source of the tears is unknown.

Event description:
Holes and tears discovered in the vented. Source of the tears is unknown.

Manufacturer narrative:
The kits returned to our firm were reviewed and the customer problem statement was not confirmed. The damage to the returned kit as to the vented bag only and no the back table cover.